Event description:
It was reported the programmer worked appropriately at start of case via wireless telemetry. Once device was in pocket, no telemetry available. Programmer was within two feet of chest and locked up. The programmer wand was attempted to be used but the programmer locked up again. It was also reported that the programmer was not getting telemetry with the programmer wand or wirelessly. It is noted the programmer wand was working appropriately. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported lock up of the programmer; it is noted the programmer has low rf (radio frequency) telemetry signal strength. Analysis found the programmer audio loop back functional test out of specification, the x-y printed circuit board assembly was reset to resolve the issue. (B)(4).